Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The patient was pacemaker dependent, and reported being symptomatic in the past month. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis of the lead found that the proximal insulation was abraded at 22.1 cm to 22.5 cm from the connector pin. The damage indicates that the lead was abraded against another device.